Manufacturer narrative:
At this time, this device has not been returned for analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms. There was slight noise on the surface electrogram noted. There were markers showing atrial pace versus ventricular pace which indicates loss of capture. The loss of capture was verified by performing threshold testing in the highest outputs. A revision procedure was performed. When the lead was removed from the device, normal impedance measurements were observed. The physician indicated there was a kink/bend in the lead due to how he placed the lead into the pocket. The lead was reconnected to the device and all measurements were within normal limits. The physician was not comfortable leaving the lead implanted and explanted the lead. No adverse patient effects were reported.